Event description:
Reporter alleged blood glucose device connector pins are both burned. It was reported no one was injured as a result and no other actions were taken. A request wsa made for the return of the suspect device and replacement product was sent.